Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The 3mensio provided showed calcification present the landing zone. Per the technical summary, the instructions for use (IFU), training manuals, and current risk mitigations have been reviewed. No inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event was confirmed based on imaging evaluation. In this case, available information suggests patient factors (calcification) likely contributed to the event, as the 3mensio report revealed the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms, such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure, the balloon ruptured during deployment about three seconds after full inflation. The balloon came back into the sheath during removal with no issues. Per hospital guidelines, the device will not be returned. Per report, the patient had nodular annular/lvot calcification that was reviewed before the case. Imagery review found longitudinal and fully circumferential radial balloon burst at inflation balloon working length, with the distal portion of the balloon umbrella over the nose tip.

Manufacturer narrative:
The investigation is ongoing.